Event description:
The patient developed questionable cellulitis prior to the 2nd stage procedure. It appeared that the cellulitis had resolved. However, approximately 10 days after the 2nd stage procedure, the patient developed redness and drainage at the incisional wound site. Cultures were positive for staphylococcus epidermitis. The patient was treated with IV and oral antibiotics and the device system was explanted. The infection is reported to have resolved.